Manufacturer narrative:
The d1000 tego was disassembled with the following observations, adhesive at the top of the yellow body slot used to anchor the seal from being pulled off the post during luer withdrawal was not present resulting in the seal resting on the top of the body post and doming/leakage on the top surface of the seal. A device history (DHR) lot number review could not be conducted because no lot number(s) was/were identified. The complaint of doming and resulting leakage was confirmed. The probable cause is an assembly error during manufacturing where the adhesive was not appropriately placed to prevent the seal doming. A device history (DHR) lot number review could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
The device has been received for testing; however, the investigation has not yet begun.

Event description:
It was reported that a tego device on a central venous catheter (cvc) line was defective, bulging at the end. The tego was reported to have leaked an unknown amount of blood while the cvc line was clamped. The reporter also stated the blood came out when the line was unclamped. There was patient involvement; however, no harm to the patient was reported.